Event description:
The device system was explanted and returned to the MFR after 31 months implant duration due to discomfort to the pt. No specific symptoms or details were reported. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when the device analysis is complete.